Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and it was unable to recover it. A field service engineer reseated the connection to resolve the issue. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.